Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission with right atrial and right ventricular lead noise. On (B)(6) 2018, the patient¿s right ventricular lead was capped and replaced. The physician had determined that there was a partial lead fracture. The lead also exhibited an insulation anomaly. The right atrial lead was left in place. The patient was stable throughout.